Event description:
As reported by the user facility information by bbm sales organization in australia: pump not alarming with air in line. According to the customer: patient was receiving noradrenaline through an infusomat space line and pump alarmed air in line. Nurse inspected IV line and observed air to be in the line. IV line disconnected from the patient and all visible air bubbles removed from the line. Line inserted back into the pump and pump continued to alarm, air bubbles in line. Nurse primed another line with noradrenaline and inserted into same pump with no issues.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states. However; similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed.